Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection and extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that infection was seen approximately one month following generator replacement. It was noted that the patient had been picking at the surgical site and the vns was exposed. Device history record was reviewed for the generator. The generator was sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.